Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The facility has not yet received the device for evaluation, and this complaint is still under investigation.